Manufacturer narrative:
No unexpected off no power anomalies/alerts noted during testing. Unit received with blank display due to severely corroded battery cap contact. Unit passed pump self test, off no power test, restart test, displacement test, rewind test, basic occlusion test, prime, occlusion test and excessive no delivery test. The operating currents were in spec. Minor scratches on lcd window, cracked lcd window, cracked case at display window corners, cracked reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads and broken belt clip slot.

Event description:
The customer reported via phone call that the insulin pump repeatedly alarms off no power before and after a battery change. The customer indicated that a low battery alert was not received prior to the off no power alert. The customer's blood glucose reading was unknown at the time of incident. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.